Event description:
Customer reported that the insulin pump alarmed unexpected restart. Customer stated she was rewinding the device to change the reservoir when the alarm occurred. Customer stated that the insulin pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Customer stated that she also received an external ram error alarm. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.